Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4) clinical study. It was reported that a vessel perforation occurred. In (B)(6) 2012, the patient presented to ER due to stable angina and was admitted for chronic obstructive pulmonary disease (copd) exacerbation and for further cardiac evaluation. The patient underwent cardiac catheterization six days after which revealed an area of 95% in-stent restenosis of a previously placed bare metal stent (bms) located in the 1st obtuse marginal (om) and was 12 mm long with a reference vessel diamter of 2.5mm. After the lesion was treated with pre-dilatation using 2.50 x 12 mm apex balloon catheter, vessel perforation was noted and a 2.50 x 12 mm promus element plus stent was deployed with 0% residual stenosis. The patient was discharged on aspirin and clopidogrel one day post index procedure.